Manufacturer narrative:
Investigation - as the device in question was not returned a physical evaluation cannot be performed. A full review of all manufacturing lot history records was performed and no deficiencies were noted during the review. All the records indicate that the product in question met the product requirements and were completed correctly without any non-conformances during manufacturing. Clinical investigation - a hernia occurs when there is a hole in the muscles of the abdominal wall, allowing a loop of intestine or abdominal tissue to push through the muscle layer. A ventral hernia is a hernia that occurs at any location along the midline (vertical center) of the abdomen wall. Adhesions refer to the formation of scar tissue between bowel loops (small or large intestine) and the inner lining of the abdominal wall (peritoneal lining) or with other organs within the abdominal cavity. Adhesions form when inflammation occurs on the surface of the abdominal organs or the peritoneal lining of the abdominal cavity. The formation of scar tissue is a normal part of healing when there is inflammation. Under normal conditions, the loops of the small and large intestines are free to move around within the abdominal cavity, sliding over each other and the surrounding organs over a thin film of lubricating fluid. When adhesions form, the intestines are no longer able to move around freely because they become tethered to each other, the abdominal wall or to other abdominal organs. The symptoms from adhesions may occur soon after the inflammatory process sets in; however, more typically they occur several months or even many years later. Careful attention to proper fixation techniques and placement of the mesh product should be taken to help prevent excessive tension or disruption between the mesh material and connective tissue. Placing surgical mesh in contact with the intestines and/or improper surgical fixation can increase incidence of adhesions. Prolonged pain can be defined as pain persisting for more than three months after surgery and it is a complication of many common procedures including hernia repair. Surgical technique can influence the development of chronic post-surgical pain and techniques to minimize nerve injury should be used whenever possible. Psychological factors may play a part in the development and success of treatment of post-operative pain. Medications used in treating chronic pain have side effects such as constipation. The instructions for use state complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines).

Event description:
Received report that c-qur mesh was implanted and the patient experienced right upper quadrant pain. Patient on strong analgesics. Laparoscopic investigation found adhesions to the liver.